Event description:
The user stated the sample cover was broken and the sipper started hitting the cover. She ran around eight samples and noticed four of them gave the same troponin t result with no flags. The user stated she did not realize that all reported the same result until after the first result was reported out to the patient chart. The user then took the cover off, ran controls and stated it "apparently is working fine". The user then repeated testing on the affected samples and reported the repeat results. Of the data provided, the results for five samples were discrepant. Sample 1 from a 3 ml lithium heparin tube initial troponin t result was 0.028 ng per ml and was charted, the repeat result was 0.016 ng per ml. Sample 2 from a 3 ml lithium heparin tube initial troponin t result was 0.026 ng per ml and was charted, the repeat result was 0.0104 with a data flag. Sample 3 from a 7 ml sst tube initial tsh result was 0.027 uiu per ml and was not reported, the repeat result was 1.28 uiu per ml, the second repeat result was 1.28 uiu per ml. Sample 4 from a false bottom pour off tube with 1.25 ml of serum initial tsh result was 0.028 uiu per ml and was not reported, repeat result was 3.11 uiu per ml, second repeat result was 3.14 uiu per ml. Sample 5 initial tsh result was 0.029 ulu per ml, repeat result was 1.38 uiu per ml, second repeat result was 1.40 uiu per ml. None of the patients were adversely affected. The field service representative determined the sample or reagent probe was touching the side of the cover. He replaced the cover and verified the analyzer operation by running performance tests with results within specification.